Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. Upon changing out the supplies on the pump and filling the cartridge with 150-200 units of insulin, a minimum fill notification was received. As the contact did not have enough pump supplies on hand, tandem technical support was unable to troubleshoot to determine a possible cause of the event. The customer's blood glucose (bg) level was 547mg/dl with ketones and the contact was to reach out to a healthcare provider to obtain more insulin.